Event description:
It is reported that the patient faced adhesive issue with nine infusion sets on (B)(6) 2026. It is stated that the infusion set was accidentally pulled out during use due to tubing catching on something or pump falling for all events which leads to high blood glucose and was treated with correction injection via mdi (multiple daily injections). The patient replaced infusion set and resumed insulin deliveries successfully for all events.

Manufacturer narrative:
Initial 3 of 9. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.